Manufacturer narrative:
Corrected MFR site/address.

Event description:
Underdelivery noted during routine biomedical engineering preventative maintenance check. Biomed reports the device delivers at -10%. There were no reports of any problems with this device when it was in pt use.